Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
It was reported that the unit does not power on (with or without battery). The handheld was tested with another radical docking station and it shows fully charge, but after two minutes the unit powered off and there was no light on the radical docking station. No known impact or consequence to patient.

Manufacturer narrative:
The returned device was evaluated. During this testing the docking station was not able to power on using ac power, and no led indicators were illuminated. Internal inspection showed that the power entry module fuse was missing. Additionally the battery in the handheld does not charge to an acceptable capacity. The fuse was replaced and the device functioned as designed.